Event description:
The recipient is reportedly experiencing skin flap breakdown. The recipient is presenting with pain and soreness at the implant site. The recipient was prescribed topical mupirocin once daily. The recipient was recommended to cease device use and to return for another evaluation in a week. On (B)(6) 2019, the recipient returned to the doctor. The recipient's implant site improved, but is still in the process of healing. The recipient is using the device a few hours a day.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient has reportedly healed and resumed full-time use of the device. This is the final report.